Event description:
It was reported that this inflatable penile prosthesis (ipp) patient experienced floppy glans since the device was too short. In addition, it was noted that the reservoir migrated out of its original location. A surgical procedure was performed to remove and replace all the components. There were no further patient complications.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with length of the device may have been due to a potential measurement error at implant.

Event description:
It was reported that this inflatable penile prosthesis (ipp) patient experienced floppy glans since the device was too short. In addition, it was noted that the reservoir migrated out of its original location. A surgical procedure was performed to remove and replace all the components. There were no further patient complications.